Event description:
It was reported that during implantation of a xience v stent in a moderately calcified, moderately tortuous unspecified coronary artery, on fluoroscopy, the balloon markers did not look normal making it difficult to visualize the stent for deployment. After retraction of the device from the patient, upon investigation, the proximal marker was located in the correct position; however, the distal marker appeared to be in the middle of the stent. The stent implant was observed to be fully crimped on the balloon and had not moved on the balloon. Although this marker anomaly was observed, the decision was made to go ahead and reinsert the stent delivery system, and the stent was deployed successfully in the target lesion. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. In this case, the IFU deviations do no appear to have caused or contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and implant date: estimated. (B)(4): re-insertion/use after damage. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.